Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer's blood glucose value was 160 mg/dl. Customer reported that delivery stopped due insulin pump error. Customer reported that customer was trying to sleep, insulin pump kept on asking the customer to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer reported that they were assisted with performing displacement test but was unable to test as insulin pump error alarm has been recurring. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify pump error 130 alarms due to critical pump error. Moisture damage on motor assembly and corrosion on force sensor assembly.